Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 590 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there was leak occurred at transfer guard. The insulin pump will be returned for analysis.